Event description:
It was reported that when using the bd pyxis¿ es server, a connectivity issue was observed. While at the device, no "device disconnected" symbol was displayed. The devices were rebooted; however, the disconnected status was updated only in hsv, while the device did not reflect the disconnection indicator. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the connectivity issue had persisted for 16 hours. A technical support specialist (tss) confirmed that the upload stopped and retry mode statuses in health sight viewer (hsv) was cleared. The tss then reran the cii safe compare report from the previous day to current, and no variances were observed. The system functioned as intended after technical support specialist troubleshot the device.